Event description:
The customer contact reported that the device did not pass the volume accuracy test. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, the device did not pass the volume accuracy test. No additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. If the device is received, a follow up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.